Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis obliterans. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured immediately after inflating. The device was removed and replaced with another 1.5 mm x 20 mm x 143 cm coyote es balloon catheter. On the first inflation at 6 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was successfully completed with a different device. There were no patient complications and the patient condition was good.